Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with loss of rf capabilities. The patient had not been checked in clinic since (B)(6) 2017 and since that date, the device has not been able to connect to the merlin transmitter. Inductive telemetry was normal. Upon review of device session records, the pulse generator exhibited an rf internal error. Programming changes successfully resolved the issue. Patient was doing fine after the programming changes.